Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a low flow alarm logged on (B)(6) 2024. This is an additional finding, unrelated to the reported event. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Log file analysis also revealed motor start events recorded on 13/sep/2022 at 12:52:50, on 24/jan/2023 at 20:04:42, on 21/jul/2023 at 17:32:35, and on 23/apr/2024 at 19:07:59 in which the motor start parameters were atypical. Review of the controller log files also revealed two (2) controller power up events, with associated motor start events, logged on 23/apr/2024 at 19:07:54 and on 19:09:06, indi cating losses of power to controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 35% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power and prior to the second loss of power event revealed that (B)(6) was connected to power port one (1) with 34% rsoc and a power adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 17 seconds and 11 seconds respectively. As a result, the atypical motor start parameters finding and the reported loss of power event were confirmed. A possible root cause of the reported loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 30-nov-2022 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 29-nov-2021 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. After review of log file data, a motor start event with p arameters outside of the typical range was revealed. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review revealed multiple motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: con417400 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the unexpected loss of power was caused by the patient¿s caregiver accidentally disconnecting both power sources.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was part of subgroup 3.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a low flow alarm logged on (B)(6) 2024. This is an additional finding, unrelated to the reported event. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Log file analysis also revealed motor start events recorded on 13/sep/2022 at 12:52:50, on 24/jan/2023 at 20:04:42, on 21/jul/2023 at 17:32:35, and on 23/apr/2024 at 19:07:59 in which the motor start parameters were atypi cal. Review of the controller log files also revealed two (2) controller power up events, with associated motor start events, logged on 23/apr/2024 at 19:07:54 and on 19:09:06, indicating losses of power to controller. The data point recorded prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 35% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power and prior to the second loss of power event revealed that bat(B)(6) was connected to power port one (1) with 34% rsoc and a power adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 17 seconds and 11 seconds respectively. As a result, the atypical motor start parameters finding and the reported loss of power event were confirmed. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.